Event description:
It was reported that a patient underwent an open hernia repair procedure on (B)(6) 2012 for an incarcerated umbilical hernia and mesh was used. The patient present with chills, swelling, and redness at the incision site on (B)(6) 2012. Antibiotic therapy was initiated at that time. On (B)(6) 2012, the physician drained the abscess. On (B)(6) 2012, the mesh was explanted due to infection. It was reported that the patient is now without symptoms and doing well.

Manufacturer narrative:
(B)(4): infection occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The visual inspection of the explanted mesh shows no deviations.